Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Ran occlusion test, and no occlusion was noted.

Event description:
It was reported the customer had a no delivery alarm during an infusion set change. Customer stated they were able to resolve the alarm by changing their entire set. Customer's blood glucose was 299 mg/dl at the time of incident. The customer's most recent blood glucose was 170 mg/dl. The customer was unable to troubleshoot at the time of the call. No additional information provided.